Event description:
This was a right-sided cardiac lead extraction performed in the cardiac cath lab to remove one, 263mths old (mdt 4504-ra) due to an acute infection. The md prepped the ra lead with a lld-ez and began lasing with a 14f sls ii. Lasing slowed, eventually stopping progression and the md unsuccessfully attempted to extract the lead with traction only. The md upsized to a 16f sls ii and lased to the ra until more adhesions were encountered and lasing again stopped progression. Traction was again placed and the lead with the lld-ez, successfully extracting the lead. It was then noted the patient's abp began declining and a cardiac tamponade was noted via fluoroscopy. A pericardiocentesis was performed and the patient was transferred to the or for an emergent sternotomy. Upon opening the patient's chest, a perforation of the ra was noted and successfully repaired. The patient was stabilized and is reportedly recovering.